Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12715. It was reported that the patient developed pulmonary edema and had to be resuscitated. A rotawire and rotalink plus were selected for use to treat a lesion located in the ostial right coronary artery. The use of the rotawire and rotalink plus were successful; however , 20 minutes after the procedure the patient developed pulmonary edema and had to be resuscitated. The patient is in critical condition and on a ventilator.